Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported while using bd 1ml syringe slip tip with bd precisionglide¿ needle 25g the stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: stopper separation.

Event description:
It was reported while using bd 1ml syringe slip tip with bd precisionglide needle 25g the stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: stopper separation.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.